Event description:
Info received indicated that the left foot siderail would not latch.

Manufacturer narrative:
The hill-rom tech found that center arm was broken. He replaced the center arm to resolve the issue. He replaced the siderail latch cover to resolve the issue.